Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-nov-2018 it was reported that crossing difficulties were encountered. The 90% stenosed, 32mmx2.25mm target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 32 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.  Device evaluated by manufacturer: a promus premier ous mr 32 x 2.25mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with stent struts deformed and misaligned. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.